Event description:
During implant, the lead was able to be placed with acceptable electrical measurements. However, a few minutes later, the lead became dislocated. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
Analysis revealed no conductor fractures or internal shorts were observed during electrical testing. The double-bend height was measured to be within specification and visual inspection did not find any anomalies. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.